Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support and experienced access site bleeding requiring intervention. The impella sheath was inserted into an already existing 7 french sheath that showed signs of hematoma and contrast extravasation on an earlier angiogram. The physician hoped the 13 french repositioning sheath would occlude the vessel and stop the bleeding. Once the sheath was in place, it only made the bleeding worse. The physician did not think the site would improve with manual pressure. The perclose was placed before the peel-away was placed and was sinched down with no improvement to the bleeding. Contralateral access was gained to move the impella cp to the left femoral artery. However, the bifurcation was high, and the stick was questionable. A hematoma formed around the fresh 6 french sheath. Surgical options were discussed and, however, quickly dismissed. Reevaluation of the patient showed an improved left ventricular end-diastolic pressure of 11 mmhg, lactic acid of 1.2, and improved chest pain symptoms. The physician elected to remove the impella pump and close the access site with two perclose and one angioseal. The patient remained on levophed was sent to the unit for recovery and management.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history review confirmed the pump passed all the post sterile inspection checks. Regarding the major bleed, the cause of the injury is most likely use related since the impella sheath was inserted into an already existing 7 french sheath that showed signs of a hematoma and contrast extravasation on an angiogram. Once the sheath was in place it only made the bleeding worse. H6 investigation: investigation type, findings and conclusion codes and component code were updated accordingly based on the completed investigation.